Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The device was returned with a bent shaft and the jaws were in the latched position. Additionally, the device key, that connects the handpiece to the voyant® electrosurgical generator, was cut off and was not returned for evaluation. Upon inspection, engineering disassembled the handle to unlatch the device and observed that a component located at the bottom of the trigger, that allows the trigger to be engaged to the handle, was bent. Engineering replaced the bent component with a conforming component and found that the trigger was able to engage and disengage as intended. The root cause of the event is due to a bent component within the trigger of the handle. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Cadaver course- the hand piece was closed on tissue and activated. It was unknown if the user performed a cut and the jaws locked on tissue. They could hear the audible click, but the jaws stayed closed. The hand piece was able to be removed with the jaws still locked. Once the hand piece was out of the cadaver the jaws were able to be opened on the on the 7th attempt. The contact tested the hand piece and it locked again. The lot number is one of the following 1281930, 1282568, 1285412, 1282224, or 1282585. Type of intervention: na. Patient status: na.